Event description:
It was reported that during use the right ventricular (rv) lead triggered a lead warning, and exhibited high and varying impedance and oversensing. The rv lead remains in use and patient monitored during follow up visits. No patient complications have been reported as a result of this event.